Event description:
It was reported that the nail broke, no further information.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and locking screw were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw was documented as faultless prior to distribution. An investigation of the screw was not possible because it was not provided; the root cause is unknown. The surgery report includes that the screw was also broken. Most likely the screw broke due to multiple loads after the nail was broken. Because no manufacturer related issues were found, the implant breakages are attributed to an intraoperative implant damage contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and locking screw were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR).the screw was documented as faultless prior to distribution. An investigation of the screw was not possible because it was not provided; the root cause is unknown. The surgery report includes that the screw was also broken. Most likely the screw broke due to multiple loads after the nail was broken. Because no manufacturer related issues were found the implant breakages are attributed to an intraoperative implant damage contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device was not returned.

Event description:
It was reported that the nail broke, no further information.